Manufacturer narrative:
The initial medwatch (MFR 0002648920-2017-00453) should have had (B)(6) 2017 as the aware date.

Event description:
It was reported that the surgeon noticed small quantities of metal debris while attempting to assemble implants on the back table. Another device was used to complete the procedure and no patient injury or significant delay was reported as a result of the event.

Manufacturer narrative:
(B)(4). This issue was previously reported under medwatch# 0002648920-2016-04364-1. It was determined this medwatch was missing an initial report in sequence, therefore medwatch# 0002648920-2017-00453 was created to address this issue. (B)(4). Concomitant medical product: articular surface size gh 12 mm height "use with plate 5", catalog # 00596404212, lot# 63142360. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial component found that it exhibits damage (gouge) to the slot the inserter tip locks onto during the insertion of the articular surface. The superior surface is also scratched around the dovetail feature and stained around the lot number. Stains are also present on the inferior surface. A profile go gage was used to check the device and found to be acceptable. Evaluation of the device characteristics was performed and found the device to conform to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Based on the damage of these two mating devices, especially the damage sustained by the articular surface, it was concluded that the articular surface was likely not properly positioned before being pushed onto the tibial component, which led to the seating issue. Therefore, use error - possible misuse is considered as the root cause of the issue. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please also reference medwatch #0001822565-2016-04370 for reporting of the mentioned articular surface.

Event description:
It was reported that the surgeon noticed small quantities of metal debris prior to surgery.